Event description:
Rn reporting blood leak from the in-line injection port located post pump; leak was found where the port (red) meets the tubing(celar). Ebl was reported as>100ml. There were no pt injuries or medical intervention required. Hematocrit stable. Actual sample saved and available. Decontamination procedure forwarded to customer. MDR filed due to blood loss only.